Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the display is faint and has a partial screen. The customer did not complete troubleshooting the battery has been left out of the insulin pump for a week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported being sensitive to insulin. The blood glucose value at the time of admission was high. The customer had symptoms of diabetic ketoacidosis. The insulin pump will be returned for analysis.